Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was used during an anterior repair procedure on (B)(6), 2008. The device was implanted with no complications, and the patient was fine at the conclusion of this procedure. In (B)(6), 2011, the patient presented with vaginal pain. The physician observed small mesh exposure at the juncture of the vaginal wall and cervix, and treated the patient with estrogen and unspecified "medical management" for the pain. Reportedly, the patient's pain continued to worsen, and in (B)(6), 2012, the patient was referred to a different physician for further treatment. This physician reported that the patient experienced severe vaginal pain and was unable to have intercourse. On (B)(6), 2012, the patient had 20% of the pinnacle mesh removed. Reportedly, the excised portion appeared to be rolled and bunched-up, and was believed to have caused the pain. During this procedure, a small amount of mesh was also removed along the sacrospinous legs. In total, approximately three square centimeters of mesh was removed. The remainder of the mesh was observed to be "well-incorporated" and the prolapse was still well-supported. Reportedly, the patient was scheduled for follow-up appointments two and six weeks after the mesh excision procedure.